Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the bundled mount would not release from the implant (bnet410). The implant was removed and another one was placed during the same surgery. Procedure was delayed 15 minutes. Tooth location 27.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® with dcd® ex hex tapered implant 4 x 10mm (bnet410) was returned for investigation). Visual inspection of the as returned product identified that the implant threads are badly damaged, and the mount screw hex is rounded out. Functional testing confirmed that the mount screw will no longer engage with a mating driver, thus preventing the mount from being removed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes".